Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by product return. Upon visual inspection the removal body and shaft are still assembled and can be threaded through each other with some wear present. The base of the assembly is fractured thru the 1.500 diameter feature. Rockwell hardness test was performed on the device and the device meets print of 48 min. Review of the device history records identified no deviations or anomalies during manufacturing that would contribute to this event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet offset metal punch cat#x31-400058 lot#498070, biomet m2a cup cat#us157864 lot#147820, biomet liner cat#139264 lot#232620, biomet m2a head cat#157458 lot#681540, biomet stem cat#166015 lot#344660. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the magnum extractor was being used to remove the adapter that was stuck to the implanted stem. While turning the torque wrench, the bottom collar of the extractor broke. The handle that screws into extractor had screw threads that became disfigured. The magnum curved tamp was used so much that it became disfigured as well. It was noted there was a 60 minute delay. Surgery was completed with another device. Attempts have been made and additional information on the reported event is unavailable at this time.